Event description:
It was reported that the patient's left ventricular lead dislodged. The physician attempted to reposition the lead, but was unsuccessful due to the patient anatomy. The patient was reprogrammed to right ventricular pacing and the lead was removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned in segments, analyzed and no anomalies were found. It was noted that all of the conductors were stretched, there was blood/body fluid on the distal conductor (not obstructed), the outer insulation was melted, the outer insulation had cosmetic environmental stress cracking and visually noted, there was apparent explant damage.